Event description:
Unomedical reference number (B)(4). Event occurred in germany. On (B)(6) 2023 it was reported that the patient's infusion set's tubing detached at the tubing connector. The site location was patient's abdomen, with the pump located on the right side of the abdomen. Moreover, the infusion had been used for one hour. Reportedly, the infusion sets have been stored at home. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.